Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose read as "high" on the cgm; however, a specific value was not provided. The customer required assistance to manage the high blood glucose with a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method of insulin therapy.